Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the insulin pump had an unexpected restart alarm after battery change. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that unexpected restart recurred after battery was removed and inserted a new battery. Customer also reported that the insulin pump had a motor error, and prime / fill anomaly. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields and was able to complete the rewind process. Prime fill anomaly was resolved by an infusion set change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No external ram crc error alarm, unexpected restart error test alarm and no motor error alarm noted during test. Motor passed motor test. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot and cracked case reservoir tube window corner.